Event description:
It was reported that the surgeon attempted to insert an aq2010v three piece silicone lens and the lens got stuck in the injector. There was no pt contact. The reporter stated, the incident was due to a loading error.

Manufacturer narrative:
.